Manufacturer narrative:
(B)(4). Upn corrected from h802227680020 to h749236310020. Device evaluated by manufacturer: the device was returned for analysis. The sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was flared and damaged. It is probable that the rotating burr came into contact with the guidewire during the preparation leading to the damaged annulus and the reported fractured rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-08199. It was reported that a rotawire fracture occurred. A rotawire and a 1.25mm rotalink burr were selected for use. During preparation, while platforming, outside the patient's body, it was noted that the rotawire snapped between the rotaburr and tuohy. The rotawire was then removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient did well.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-08199. It was reported that a rotawire fracture occurred. A rotawire and a 1.25mm rotalink burr were selected for use. During preparation, while platforming, outside the patient's body, it was noted that the rotawire snapped between the rotaburr and touhy. The rotawire was then removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient did well.